Event description:
It was reported that allegedly the balloon of a pta catheter became caught on the struts of a stent while post dilatation was being performed in the superficial femoral artery. Following successful stenting, the physician advanced the pta balloon dilatation catheter to post dilate the stents. The balloon was advanced past the calcified lesion, inflated and then became stuck on the struts of the stent which were protruding around the edges of the calcified lesion. The fibers of the balloon were caught on the struts, making it very hard to retract. After manipulation, the physician then got the balloon lose and dilated proximally to the calcified lesion and successfully removed the pta balloon. The superficial femoral artery was totally occluded. The balloon was advanced through an introducer sheath 10 cm length. Subsequently, another pta balloon dilatation catheter was advanced to the calcified lesion and used to dilate. There was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway. This is the first complaint for this lot number.